Event description:
On (B)(6) 2010, pt reported the infusion device down button was not functioning properly. This was noticed 1 week prior to report when pt attempted to program a temporary basal rate. Pt believes she has used this infusion device for 3 years and boluses approximately 6 times per day. Down button does pop up after it is pressed. Up button continues to function as intended. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.